Manufacturer narrative:
The samples are serum. Qc and calibration were running within established specifications. A field service engineer (fse) was dispatched for this event and replaced the glucose reagent syringe and the module. Although service replaced hardware, the root cause is unknown at this time for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining two (2) erroneously high glucose (glucm) patient results when running in duplicate mode that were generated by the synchron lx I 725 clinical system. One of the two patient's original and repeat glucm results read 168 mg/dl and 93 mg/dl, respectively. The other patient's original and repeat glucm results read 142 mg/dl and 125 mg/dl, respectively. It is unknown which results were actually reported for both patients. Per the customer, prior to the event the glucose electrode had been replaced. Patient treatment was not affected in regard to this event as the customer runs all glucose samples in duplicate mode and verifies the results prior to reporting.